Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The device was returned to the factory for evaluation on 22nov2019. An investigation was conducted on 16jan2020. Signs of clinical use and slight evidence of blood was observed. Blood was observed on the cannula shaft as well as on the c-ring. The c-ring was observed to be intact, no visual defects were observed. The insufflation tube and the water tube were observed to be intact. The c-ring appears to have been slightly tainted with blood as it appears to be reddish in color. The c-ring has no visible defects. A 5cc syringe, filled with saline was attached to the blue scope washer connector and btt was also attached. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson. A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When gentle pressure was applied to the inflated pouch, the pouch deflated slightly, the air was turned back on and the pouch re-inflated. The test was then repeated for the reported cannula. The reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The values displayed were within specified acceptable range which is 2296 sccm. Based upon the returned condition of the device and the results of the investigation, the reported failure "improper flow or infusion" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, no distal insufflation present. They opened up another vh-3000 and had the same problem but was able to complete the case with a collapse tunnel. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, no distal insufflation present. They opened up another vh-3000 and had the same problem but was able to complete the case with a collapse tunnel. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, no distal insufflation present. They opened up another vh-3000 and had the same problem but was able to complete the case with a collapse tunnel. The hospital did not report any patient effects.